Manufacturer narrative:
This is one for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest, bradyarrythmia, and other injuries caused by naturalyte and/or granuflo administered for dialysis treatment.